Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced trembling and self-treated with unspecified treatment. There was no report of death or permanent impairment associated with this event.